Event description:
The manufacturer received information alleging a ventilator was displaying a "service required" and "low inspiratoy pressure" alarms. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and oxygen blending module board were replaced to address the issues.